Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the images were not pulling up and would fade to white. This rendered the system unusable. There is no report of injury or associated with this event.